Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim received. Reason for revision is unknown.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4): litigation documents were received. Litigation alleges that the acetabular cup detached, disconnected, created metallic debris, and/or loosened from the patients acetabulum. The patient suffered severe pain, had inhibited ability to walk and required revision surgery. There is no new information that would change the outcome of the investigation.